Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, fold creases, curved opening, brown particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage and curved striated openings on anterior and radius side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a curved striated openings assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.